Event description:
During a ptca treatment procedure, the maverick2 monorail 3.5/15 mm balloon ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was an 80% stenotic restenosis of a stent previously placed at the origin of the right coronary artery. (This stent had been placed in 2001 at another facility.) The physician used a 6f avanti 23 cm introducer sheath for vascular access, a 0.014" asahi soft and a 0.014" asahi prowater guidewire and a 6f mach1 fr3.5st guide catheter to cross the lesion. It is noted that resistance was met with insertion of the balloon catheter. The balloon ruptured, then hung up on a strut of the stent prior to withdrawal of the guiding catheter. Only a segment of the balloon material detached in the pt - the markers were loose on the catheter, but were successfully retrieved. The pt remained asymptomatic. The physician placed an intra aortic balloon pump and a temporary pacemaker in preparation for the pt to proceed to surgery for CABG. The pt has since been discharged from the hospital in stable condition.